Manufacturer narrative:
As received, a complete lead was returned in two pieces measuring 15.5 cm and 42.2 cm. An external insulation abrasion was found at the distal portion of the lead breaching the ring electrode cable lumen at 11.2 to 11.9 cm from the distal tip, with one ring electrode ethylene tetrafluoroethylene (etfe) cable coating abraded. The cause of the reported event of noise was isolated to the external insulation abrasion, which is consistent with friction to another device or feature of the patient anatomy. The other reported event of ¿externalized cables¿ and lead damage was due to insulation cut consistent with procedural damage.

Manufacturer narrative:
Conclusion code, which should be "4307 - cause traced to component failure".

Manufacturer narrative:
Additional information - b1, b2, b5, d6, d7, h1.

Event description:
Additional information - the the right atrial and right ventricular leads were explanted and replaced due to the noise and lead damage. During the extraction, externalized conductors were noted on the right ventricular lead. The patient was in stable condition throughout.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13464. It was reported that the patient presented remotely. Review of the transmissions revealed an episode of non-sustained right ventricular oversensing (nsrvo), as well as lead noise seen on the atrial lead. It was determined that the noise on the atrial lead was oversensed by the right ventricular lead, which caused the nsrvo. It was discovered that both leads were compromised with a potential insulation breach. Lead replacement was discussed but did not occur. The patient was in stable condition.